Event description:
It was reported that the vns patient had been experiencing an increase in seizures. The patient's device was tested and showed normal device function and an ifi condition. A battery life calculation using the available programming history showed approximately 2.6 years remaining. Follow-up revealed that the patient always had breakthrough seizures but the frequency had increased for the past two months. No known cause has been identified for the increased seizure frequency and its relationship to vns is unknown. No programming changes, medication changes, or other external factors preceded the onset of the event. An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015. Lead impedance was within normal limits for the replacement generator and existing lead. The explanted generator has not been returned to date.